Manufacturer narrative:
(B)(4). Pump was received with a minor scratched lcd window, a cracked case at the display window corner, a broken reservoir tube lip and a missing reservoir tube o-ring. Pump passed the prime test, rewind test and excessive no delivery test. A test reservoir was installed and did not lock in place and unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip and missing reservoir tube o-ring. No excessive no delivery alarm noted.

Event description:
The customer reported via phone call that the insulin pump had cracks and scratches on the screen. The customer's blood glucose level was known. The customer also stated that insulin pump had random no delivery alarms. The insulin will be returned for analysis.